Event description:
It was alleged that the stretcher tipped while a patient was laying on the stretcher being prepared for a procedure. The user facility believes the issue may be a result of the height / weight ratio of the patient in question. The patient¿s torso area was over the balance point and more towards the head end of the stretcher.

Manufacturer narrative:
It was identified that there was no injury or adverse consequences experienced by the patient involved in the event as the tip was corrected before the unit was fully tipped over. It was identified that this event may be attributed to a use error in which the weight was unevenly distributed on the stretcher allowing the litter to be unbalanced and therefore tip. The issue was resolved for the customer by providing information related to the weight distribution testing of the stretcher

Event description:
It was alleged that the stretcher tipped while a patient was laying on the stretcher being prepared for a procedure. The user facility believes the issue may be a result of the height / weight ratio of the patient in question. The patient¿s torso area was over the balance point and more towards the head end of the stretcher.